Event description:
It was reported that the patient had extreme pain at implant site. There is also undersensing and overdetection of asystole reported. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned for analysis where no anomalies were found. We also receive performance data collected from the device and have analyzed the data. The data recorded a lifetime asystole episode counter of 1621.